Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00246. The pt received his scs system on (B)(6) 2009 consisting of an ipg and surgical lead for back and bilateral leg pain. It was reported that he was without stimulation and unable to establish communication with his ipg using two programmers and two charging systems. Prior to this event, the pt had allegedly experienced overstimulation. Surgical intervention was undertaken on (B)(6) 2011 to rectify this issue. Intraoperative testing of the lead revealed invalid impedance measurements for several contacts. The pt's ipg and lead were replaced and effective stimulation was recaptured as a result. The explanted devices were returned to the MFR for analysis.